Manufacturer narrative:
Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had the catheter tip damaged. The following information was provided by the initial reporter: "device has come from pharmacy with a defect in catheter's tip."

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had the catheter tip damaged. The following information was provided by the initial reporter: "device has come from pharmacy with a defect in catheter's tip."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.